Manufacturer narrative:
The company representative examined the system and no problems were found. The footswitch interface pcb (printed circuit board) was replaced as a diagnostic measure. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during surgery, the footswitch worked intermittently. The system was exchanged and the surgery was completed without any significant delay. There was no harm to the patient reported.